Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that a pump stopped during the procedure. The perfusionist hand cranked to maintain blood flow. The pump was replaced and the procedure was completed without incident. Sorin group (B)(4) has received the pump for eval. A follow-up report will be filed when the investigation is complete. There was no pt injury. The facility filed a vigilance report with the country's competent authority. This medwatch is filed as a result of this action. The instructions for use state to use hand cranking to continue or conclude an operation as a solution to a pump stoppage. In addition, it is recommended to have the use of a backup pump to mitigate the effect of a failure.

Event description:
Five minutes into bypass, the arterial pump stopped and displayed an error message. The perfusionist was able to clear the error, restart the pump and continue the case. Several mins later, the pump stopped again. The perfusionist was not able to restart the pump. He hand cranked to maintain flow until the pump could be changed out. The pump was replaced and the case was completed without further issues. There was no report of pt injury.